Event description:
Journal reference: kallweit et al. "Successful treatment of methicillin-resistent staphylococcus aureus meningitis using linezoid without removal of intrathecal infusion report." J neurosurg. 2007; 107: 651-653. A 77-year old female patient with cervical myelopathy underwent implantation of an intrathecal pump system for administration of baclofen (250 ug/day). Two weeks post implant, the pt presented with meningitis, somnolence and signs of sepsis. Cultures of csf, blood and serum from the pump pocket found staphylococcus aureas (mrsa). Antibiotic treatment involved the use of a number of drugs. Following treatment with linezolid, the infection was resolved. Pt remained infection free at eighteen months. The devices remain implanted.